Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported, during a normal device change out procedure, the associated right atrial (ra) and right ventricular (rv) leads were disconnected from the competitor device, and were tested with the pacing system analyzer (psa). All lead measurements were fine, so the ra and rv leads were connected to this new pacemaker. Once connected, however, pacing could not be confirmed. Troubleshooting was performed, which included loosening the setscrews, disconnecting and re-connecting the leads, and properly tightening the setscrews again. However, the same pacing issue occurred. The physician attempted to disconnect and reconnect the leads several times, but no change was seen. The decision was made to complete the implant procedure with a different device. When the ra and rv leads were connected to the new device, pacing was confirmed immediately. No further issues were seen with the new device and associated leads. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because this pacemaker was returned and analyzed.